Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during laparoscopy assisted distal gastrectomy, in order to insert all the reported reloads into the port of the abdominal cavity, the surgeon closed the jaws to the end, but the jaws tip was in an open state rather than parallel, making it hard to insert. There was no problem with all the firings. A forceps was used as support to clamp the tissue, so as not to slip. There was no patient harm.